Event description:
Infusion bag with attached microbore tubing leaked at the site where the tubing is fused with the administration bag when gentle pressure was applied. Incident occurred during admixture of chemotherapeutic agent.